Manufacturer narrative:
Plant investigation: the actuator test board was returned to the manufacturer for physical evaluation. A visual inspection of the returned sample showed a shorted component and a damaged trace. The board exhibited evidence of heat damage. The actuator test board was installed onto a test machine and the machine powered on without any issues. The test machine failed rinse mode. During the rinse, a ¿bicarb pump no eos¿ message was encountered. The failure was traced to internet chip (ic)19. Ic19 is part of the motor driver circuit and controls the output of the bicarbonate pump. A shorted ic19 can cause a ¿bicarb pump no eos¿ alarm. Due to the damaged trace, ic19 could not be replaced. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was traced to the shorted component.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support to report an out of box failure. The biomed had just installed a new actuator test board in a 2008t hemodialysis (hd) machine, and the machine was displaying a ¿bicarbonate pump no end of stroke (eos)¿ message. The machine was in rinse mode at the time of the failure; there was no patient involvement. The biomed replaced the actuator test board with one from a different machine and this resolved the reported issue. Upon follow up, it was confirmed that the actuator test board was replaced and following the repair, the machine ran fine in test mode. The faulty actuator test board was returned to the manufacturer. Upon physical evaluation of the returned part, evidence of heat damage was identified.